Event description:
During a remote follow up, noise resulting in oversensing, intermittent capture and decreased pacing impedance were observed on the right ventricular channel of the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of over sensing noise, intermittent capture and ¿440 ohms for impedance however last test said 900 ohms¿ were confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing found open continuity for the inner coil. X-ray examinations showed fractured inner coil proximal to the suture sleeve impressions. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured. The fractured inner coil contributed to the events reported in the field.